Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via medwatch (B)(4) that surgeon was performing a right shoulder rotator cuff repair of the subscap muscle; arthroscopic superior capsular reconstruction with bridging allograft tendon and tenodesis of the biceps. Excerpt of operative report as reported on facility reported medwatch: when they elected to proceed with the side to side repair of the rotator cuff to the graft the scorpion device was used. It was noted that on the second pass of the scorpion during this step that the very tip of the needle, approximately a 1.5 mm to 2 mm piece had broken off. At this point, they completed the repair with two side-to-side and #2 fiberwires. They did take a look for the piece extensively. They went through the joint, into the recesses, and into the soft tissues. An x-ray confirmed that it was outside of the joint. It was in the soft tissues, and appeared to be in the posterior likely outside of the rotator cuff. Because it was small they elected to leave it in place as it should be non-symptomatic and they reported they felt that trying to keep looking for it was to end up debriding more tissue and will not improve patient's overall outcome. Patient was a male, (B)(6). Follow-up investigation: date of procedure was (B)(6) 2017. Device was discarded by the operating room (or) staff and is unavailable to return for evaluation. Original part number reported on the facility medwatch (B)(4) was ar-8690ds with lot number 10113409. The lot number reported is not valid for an ar-8690ds. The facility has confirmed that the device which had issue was in fact and ar-13995n, lot 10113409. This is a valid part/lot number combination.